Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected low battery or off no power alarms were noted. No external random access memory error alarm, unexpected restart error alarm, reset anomaly or auto off alarm was noted. The insulin pump passed the self test and the unexpected restart error test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported that his insulin pump had been shutting off for the last week. Customer also reported that the insulin pump was not delivering insulin properly. Customer's insulin pump delivered two error alarms, an auto off alarm, and a low battery alert. Customer stated that the insulin pump would shut off, and restart with the factory settings applied. Blood glucose level was 97 mg/dl at the time of the call. No further information was provided.